Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the controller was "messed up" since the patient received the replacement controller. The controller freezes up and sometimes the screen goes white and the controller needs to be reset. Sometimes the controller cannot find the implant with or without the recharger telemetry module (rtm) connected. It was reported the controller increased stimulation by itself, they were walking and sitting and stimulation shot up from 1 to 1.6 to 1.8 volts all by itself. The ins was reported to be 60% charged and the controller was fully charged. Patient services reviewed the adaptive stimulation feature function and recommended the patient consult with their healthcare provider regarding stimulation changing by itself. A replacement controller was sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported there were intermittent issues with her controller. The patient said she has been talking with a manufacturer¿s representative (rep) who told her to call patient services. The patient said she notices her stim setting increases on its own especially when she is active. It was reviewed that this could be an adaptive stim issue because that feature could have been enabled around that same time frame. Patient does not think it is related to adaptive stim. The patient was redirected to their hcp. The patient also describes an issue of her controller not finding her device starting at the same time. The patient said this happens 2 out of 5 times she uses it, 1 to 3 times per week and happens whether or not the recharge telemetry module is plugged in and can take up to 10 minutes to finally find the device. The patient said once it was set super high and it was super uncomfortable until it finally connected so she could turn it down. The patient said sometimes her boyfriend must hold it right on top of where her ins is in her back to get it to connect. Communication considerations were reviewed. The patient said she does not allow her implant or her controller batteries to become low and she has had neither falls nor traumas, and no other medical procedures or tests and does not have high emi in her environment. The patient said she leaves her controller in her backpack and does not bother with it that much. The patient said at first it was doing great then the connection issues started. On the call the controller worked as expected. The patient also reported that she had pain where the ins and leads were after surgery because her skin was sensitive, and had post-surgical bruising, but this had healed. The patient reported she saw a manufacturer¿s representative (rep) at this appointment. Patient was issued a new controller. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.